Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient received a blow to his head with a door, on (B)(6) 2011. At the time of the incident, he had haematoma. On (B)(6) 2011, the parents began to see the implant extruding through the skin. For the past two months, he has not been using the speech processor. The patient was explanted on (B)(6) 2011.